Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5, h6, h11 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from an insufficient bond between the implants and the bone, patient-related conditions, or a combination of the two, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 2 years post the initial right total knee arthroplasty, the patient was revised due to loosening. No further information provided.

Manufacturer narrative:
(H3) the revision reported was likely the result of an insufficient bond between the implants and the bone, patient-related conditions, or a combination of the two, which led to aseptic (non-infected) loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision radiographs were not provided.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 02-022-51-2513, truliant tib imp crc insert sz 2.5, 13mm (B)(4), (B)(4), the serial number (B)(4) is not affected by the recall. Serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 02-012-50-1511, logic fit/rbk augment 1/2 block sz 1.5, 5mm, 5957621, 5957629, 02-012-60-1440, logic stem ext 14mm x 40mm, 6512894, 02-012-61-6000, logic offset stem ext coupler 6mm, 6124386, 02-022-45-2515, truliant tib fit tray cem sz 2.5f / 1.5t, 6219593, 6289224, 201-78-15, holding pin mini sharp point 4 pk, 6579209, 201-78-98, 2 pk, schanz pin, 4mm x 130mm, 6635668, 204-34-02, fluted stem extension 25l x 14 mm, 6485326, 204-70-00, tibial stem ext. Screw, 6506819, 6579957, 521-78-23, threaded pin size 2.3 collared 2pk, s049399, 521-78-32, threaded pin size 3.0 collarless 2pk, s047783, s049508, a10012, gps implant kit v2, 03008520222.

Event description:
It was reported that this 58 y/o female patient's right knee was revised. Reason for the revision was not reported. Devices are not returning.